Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-82 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that both patient circuit and cardioplegia circuit were active when the issue occurred. Investigation is in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t could not reach the set temperature (warm and cold) on the patient side during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site. The reported issue could not be confirmed. The unit was working within specification.